Event description:
Reporter alleged there was an error in the blood glucose device memory. Reporter stated printing different data when connected to a working printer and cable. Reporter stated there was no treatment associated with the alleged incident. A request was made for the return of the suspect device and replacement product was sent.